Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a scheduled f/u, it was observed that episodes in the vf zone without therapy. The anomalies were due to a short noise on the ventricular channel. Noise manipulation was reproducible in the pocket and the lead was not explanted. The pt's condition is good.